Event description:
Infusion pump began alarming a high pitch alarm and all channels stopped infusing. Rn was unable to reset or stop and restart pump. The pump was infusing a vasopressor on channel c when it failed. The pt's systolic bp decreased to 70. Channel b was already out of service for an unk reason at the time of this event.